Event description:
The clinic reported that a laser vision correction patient presented with an epithelial ingrowth in the right eye approximately 3 years following a lift flap laser enhancement treatment. The surgeon elected to lift the flap and remove the epithelial ingrowth. The patient's uncorrected visual acuity at one day post op was 20/60 in the right eye.

Manufacturer narrative:
(B)(4). Epithelial ingrowth. The clinic is reporting this adverse event only and did not request field service or clinical support. All pertinent information available to amo has been submitted.